Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR and to provide the completed investigation results. One 6 fr angio-seal vip device was received for product evaluation. The hemostasis sheath and arteriotomy locator was returned for analysis. No other accessory components were returned. Visual inspection revealed that there were no anomalies noted with the hemostasis sheath and arteriotomy locator. Functional testing was conducted. The arteriotomy locator was inserted into the hemostasis sheath and a clear tactile snap was audible. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal dilator would not latch to the sheath, it slides out easily. When the device was being prepped for insertion the issue was noticed therefor they switched to another angio-seal device. The second device was used with no issues. A 6fr sheath was used to perform a pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The patient was in stable condition. The procedure outcome was successful.